Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and had low blood glucose. The customer¿s blood glucose was 136 mg/dl and the sensor glucose was 64 mg/dl at the time of the incident. Customer reported that blood glucose went to 70 mg/dl then 60 mg/dl and treated with orange juice and went up to 90 mg/dl and then kept saying alert low and went to 40 mg/dl and then 50 mg/dl. Customer reported that insulin delivery was suspended due to sensor glucose values. The sensor will be returned for analysis.